Manufacturer narrative:
Date of event: approximated as event date is not known.

Event description:
It was reported via facebook that the patient had a watchman laa closure device implanted last year. Two months ago the patient had a scheduled ablation procedure; however, transesophageal echocardiogram performed the day prior to the procedure showed a thrombus on the watchman device. The patient was on coumadin. Boston scientific has attempted to obtain additional information but has none has been provided at this time.